Manufacturer narrative:
D4. Lot is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during support with an impella device, a squeaking noise was heard originating from the purge cassette area. The purge cassette was replaced, and the noise resolved. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. The device was subsequently explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported event. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
H6: per a review of the complaint file, omitted a27 and added a0508.

Manufacturer narrative:
A050401 removed from h6, a27 added. The investigation is still ongoing.